Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hempro 2 failed to cauterize while retrieving the vein. The hosp did not report any pt effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply, extension and adapter cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. A polyfuse successfully shut off power to the heater after prolonged periods of time and activate after 30 seconds cool down. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. (B)(4).